Event description:
This implantable cardioverter defibrillator (ICD) was electively explanted during a lead revision procedure.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection found a weakened header bond. X-ray examination was performed. The header wires were verified to be intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.